Event description:
I use a medtronic continuous glucose monitoring system (cgm) the product name is guardian 4. These sensors are supposed to last 7 days before needing to be replaced. The last two boxes (5 sensors per box) I have gotten are averaging about 2 to 3 days before needing to be replaced. Last month medtronic was having an issue with these sensors being back ordered. In the past I believe medtronics has had an FDA recall on these sensors due to quality issues regarding accuracy. I am currently not having accuracy issues but I do believe there is an ongoing quality control issue. Reference report mw5154262.